Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a blank display on the insulin pump after leaving the shower. The customer replaced the battery and received a battery out limit alarm afterwards. The customer changed the battery again but still received the alarm. The customer's blood glucose was 15 mmol/l. Troubleshooting was done. Assisted customer with clearing the alarm. Advised customer to monitor the insulin pump and time battery changes carefully because a battery out of the insulin pump for a long time would cause the alarm. The customer was unable to troubleshoot for the blank display as the display was no longer blank. Advised customer to monitor the insulin pump. Nothing further reported.